Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical dept for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility, during testing, the device did not alarm with a s233 (overtemperature-pms) malfunction alarm code; however, it was noted in the device history. The device cooling fan was observed not to function. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.